Event description:
A vns programming physicians office reported that their programming system was not working to interrogate patient's. Follow-up was made at the site and identified the issue to be with their (B) (6) handheld computer. It was reported that the handheld was stuck on the align screen. A soft reset and hard reset did not resolve the issue. The product is being returned for product analysis.